Event description:
A (B)(6) female patient's husband contacted zoll customer support to exposed wires on the patient's monitor. The was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. As received, the belt connector was detached from the monitor case. When belt was connected, the monitor displayed service code 204. The cause of the problems was that the j1001 connector (belt connector) was not fully seated. The root cause of the disconnected connector cannot be positively identified but is likely excessive force placed on the belt connector. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.